Manufacturer narrative:
Investigation of this complaint has been completed. A field service engineer (fse) was on-site to investigate the issue. The investigation determined that the fresh pressure transducers pcb was faulty and required replacement. However, the customer did not approve the service order; therefore, the necessary repairs were not performed, and the anesthesia system remains out of use. The evaluation of the received device logs confirms the reported problem. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the fresh gas pressure transducers pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Based on the fse¿s investigation and an evaluation of the device logs, our conclusion is that the reported failure is attributed to the fresh pressure transducers pcb. Since no repair was conducted, the root cause of why the pressure transducer failed could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia workstation failed pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).